Event description:
At the end of the rewarming phase of ivtm theraphy, the thermogard ivtm system generated a "air trap warning" alarm and customer noticed the 500ml saline bag was empty. No saline was observed on the floor, patient's bed or on the thermogard ivtm system. No blood was observed on the start-up kit tubings. A leaking icy catheter (lot #unknown) suspected. Since ivtm therapy was nearly completed, treatment was discontinued. The icy catheter was removed and aspirated, no blood was observed. The icy catheter insertion was smooth in the patient's left femoral vein. The icy catheter dwell time was 30 hours. Per reporter, the thermogard ivtm system is functioning properly and is in clinical use. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.